Event description:
It was initially reported that the site's power cord on their handheld computer was not staying plugged into the wall outlet. A new handheld computer was sent to the site and the device was returned to the MFR for analysis. Product analysis was completed on the returned handheld computer, which did not confirm the reported power cord issue. During the analysis, it was identified that the main battery was not being charged by the handheld. The cause for the anomaly is associated with broken solder connections on the handheld main board. After the broken connections were resoldered to the main board, no further anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. Analysis of the flashcard/software resulted in no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to specifications.